Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that a wax guard grommet has come loose after repair. The wax guard grommet falls out of the incased earmold. There is no reported harm to the user following the incident. Despite attempts, it has not been possible to obtain further information on the incident. Hearing aids need to have detachable spare parts as wax filters. Therefore, eliminating the risk of a spare parts remaining in the ear canal is not possible. A wax filter can become detached and remain in the user's ear canal when the hearing aid is removed or if the cerustop bushing has become dislodged from excessive force applied during replacements or cleaning of the wax filter. Without bushing, a replaced cerustop is not secure and may fall out in the ear. The wax filter then constitutes a foreign body in the ear canal and should be removed as soon as possible as it can pose an infection risk. The hazard is identified in the risk analysis and mitigated on device design by ensuring that the wax filter cannot be removed without a tool. The user guide includes an instruction on how to replace a wax filter with a tool and to contact the hcp if a foreign object is located in the ear canal. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident on (B)(6) 2025. It has been reported that a wax guard grommet has come loose after repair. The wax guard grommet falls out of the incased earmold. There is no reported harm to the user following the incident. No further follow up is available or expected.